Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found.. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Concomitant medical products: item # 00801803202, femoral head, lot # 63775882, item # 4265, cup, lot # 2920056, item # 0100013509, insert, lot # 2920752. The event occurred in (B)(6). Multiple reports have been submitted for this event. Please see associated reports: 0002648920-2018-00706, 0002648920-2018-00707.

Event description:
It was reported that a patient underwent a revision surgery due to infection approximately 5 months post implantation. Patient developed a puss filled wound while in rehab ward. The surgeon became aware of the wound approximately 3 weeks post op. A wash out and debridement was performed approximately 3 weeks post op. The infection was not resolved, which resulted in a revision surgery. The surgeon explanted all components and cement. Attempts have been made, and no further information has been provided.